Event description:
On (B)(6) 2018, the lay user/patient¿s spouse contacted lifescan (lfs) canada, alleging that the patient¿s onetouch verio iq meter displayed a message of ¿problem with strip or meter¿. The complaint was classified based on the customer service representative (csr) documentation and on further information obtained during a follow-up call with the reporter on (B)(6) 2018. The reporter stated that on the morning of (B)(6) 2018, the patient was unable to obtain a blood glucose reading due to the meter message appearing. The reporter informed the csr that the patient manages her diabetes with 30 units of novolin ge nph insulin every morning and claimed the patient¿s morning dose of insulin was skipped as a result of the alleged issue. During the follow-up call, the reporter informed the csr that an unspecified time after the alleged issue occurred, the patient experienced symptoms of high blood glucose; exact physical symptoms were not reported. The reporter claimed the patient was attended to by emergency medical services (ems) on either april 28 or april 29, 2018 in relation to ¿other health issues¿; pressure ulcers from sitting in a wheelchair and in addition, the reporter claimed the patient has high blood pressure, thyroid issues and a pacemaker. The reporter stated the patient¿s blood glucose was measured on the ems device and a reading of ¿25.0 mmol/l¿ was obtained. The patient was then reportedly transported to hospital where she was treated with insulin and an intravenous antibiotic. At the time of the follow-up call, the patient was reportedly still in hospital. During the follow-up call, the reporter attributed the patient¿s rise in blood glucose to the patient being unable to test her blood glucose with the subject meter; she was without a back-up device at that time. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly skipped insulin when she was unable to test her blood glucose due to the reported issue and reportedly received medical treatment for an acute high blood glucose excursion after the alleged meter issue began.